Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 300cc mentor memorygel right breast implant being used in a primary breast augmentation procedure was found to have an anomaly on the shell intraoperatively. Prior to inserting the implant, the physician opened the implant seal and noticed what was described as an "abrasion" on the shell of the implant. The physician went on to describe the anomaly as a small spot, and possibly mold. As a result, the device was not used during the procedure. A backup device was available, and the procedure continued without issue. There were no reported patient consequence or procedural delays.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 29, 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device determined that two dots of clear material were observed on the posterior view on the shell of the smooth hpg, 300cc, measuring both less than 0.1 cm. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. While this complaint was initiated for an abrasion or mold, through the assessment it was identified to be an excess of silicone material as part of the manufacturing process, that will not causing injury and is unlikely to render the product unusable or difficult to use. There are inspections at various stages of the manufacturing process, however excess silicone is a normal variation that can occur. Manufacturer¿s reference number: (B)(4).